Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was used during an anterior repair procedure. During placement of the first leg assembly, as the physician was attempting to release the capio device, the suture, with the needle at the end, detached. Reportedly, the detached suture, with the needle at the end, was captured inside the capio device. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit. There were no complications to the patient, who is over 18 years of age, and was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).